Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited an error message during autocapture threshold testing. After reprogramming the device, the threshold test was performed again and the test completed successfully with no error messages. The patient would continue to be monitored.